Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side "contracture + pain," baker grade IV and implant "diffusely lobed and irregular in outline." The device remains implanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Event description:
Healthcare professional reported left side "contracture + pain," baker grade IV and implant "diffusely lobed and irregular in outline." The device remains implanted. Patient representative later reported need for explant "due to risk of product causing the said cancer...irreversible deformity," "inflammatory changes," "hypergranulomatous...of epidural surface," and edema.